Event description:
While performing IV angiogram the power syringe cracked down the side. The injector settings were: 25 ml/20ml/sec and 249 psi was reached according to the injection archive. The injector was set to max out out at 1000 psi. The injector did not reach the maximum output. We have had multiple incidents with these syringes on several different injectors. This injector was serviced by the company 6 days after the event and was found to be working properly within specifications.